Manufacturer narrative:
(B) (4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Date of event is unk. It was reported to boston scientific corp that a zero tip nitinol stone retrieval basket was used during a ureteroscopy procedure. According to the complainant, before placing the device in the sterile field, the device was tested. When the basket was opened, the handle pieces separated making it impossible to close the basket. The case was completed with another zero tip nitinol stone retrieval basket. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".